Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4.5 months days after the dental implant and abutment were placed in ada site 19 in the mouth, the implant did not achieve osseointegration. Clinician reports pain, tongue pressure and insufficient bone quantity/quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4.5 months days after the dental implant and abutment were placed in ada site 19 in the mouth, the implant did not achieve osseointegration. Clinician reports pain, tongue pressure and insufficient bone quantity/quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 4.5 months days after the dental implant and abutment were placed in ada site 19 in the mouth, the implant did not achieve osseointegration. Clinician reports pain, tongue pressure and insufficient bone quantity/quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).